Event description:
Patient called to report that their meter would not power on. Patient did not have any symptoms of high or low bg. Ccr had patient check the batteries and made sure they were good, and meter still did not power on. Ccr was unable to resolve the issue. Sent patient a replacement meter.